Event description:
Per rep., this system was removed due to infection. A new system was implanted on the opposite side and because the rep and physician felt the infection was not device related, it was discarded by the hosp. Also removed: cylos dr-t, MDR: 1028232-2008-00176, setrox s 45, MDR: 1028232-2008-00178.